Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump reservoir retainer ring came off. Customer's blood glucose was unknown at the time of incident. During troubleshooting, customer stated that there is no significant event that might have caused damage to the retainer ring. Customer also mentioned that the infusion set and the reservoir does not show signs of damage. Advised customer to discontinue use of insulin pump and revert to back-up plan. Insulin pump was returned for analysis.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The insulin pump was received with keypad overlay texture damage, cracked select button keypad overlay and minor scratches on lcd window.